Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of a (B)(6) male patient (patient weight is unknown). During the procedure, the stent was advanced to the target site however the guide catheter stretched and the stent was unable to be deployed. The procedure was completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in stable condition after the procedure. This event has been deemed a reportable event based on the investigation results; proximal barb was torn/ripped from the stent.

Manufacturer narrative:
A visual evaluation of the returned device revealed the working length of the push catheter was kinked near the proximal and distal ends. The guide catheter was still inside the push catheter with a kink (suture impression) present at the distal end. The guide catheter also was noted stretched during the failed attempt to remove the guide catheter for analysis. The proximal barb was torn/ripped from the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.